Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing lung tissue resection in a laparoscopic video assisted thoracoscopic lobectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the device did not fire. Three handles and five reloads were opened in total, unfortunately without success. A different stapler was used to complete the case. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.